Event description:
It was reported that balloon rupture occurred. The 60-70% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal to peroneal to superficial femoral artery. A 6.0mmx80mmx135cm-hybrid sterling balloon catheter was advanced for dilation. However, during initial inflation at 10-12 atmospheres for 15 seconds, the balloon burst. The device was removed in one piece, and nothing left inside the patients' body. A new balloon was used and completed the procedure well. No patient complications were reported and the patient condition was good post-procedure.

Manufacturer narrative:
B3: date of event: used the first day of the month of the aware date as an event date as it was unknown.

Event description:
It was reported that balloon rupture occurred. The 60-70% stenosed target lesion was located in the moderately tortuous and moderately calcified popliteal to peroneal to superficial femoral artery. A 6.0mmx80mmx135cm-hybrid sterling balloon catheter was advanced for dilation. However, during initial inflation at 10-12 atmospheres for 15 seconds, the balloon burst. The device was removed in one piece, and nothing left inside the patients' body. A new balloon was used and completed the procedure well. No patient complications were reported and the patient condition was good post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 6mm from the tip and is approximately 55mm long. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a longitudinal tear in the balloon.